Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. In addition, the pin of the video socket was broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center is unable to display image and a b30 error occurred. The event occurred during preparation for use. A similar device was used to complete the procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that no endoscopic image was displayed due to damage of the scope connector pin causing scope communication error b30. The root cause of the phenomenon could not be identified because no further information can be obtained. Olympus will continue to monitor field performance for this device.